Manufacturer narrative:
Internal complaint reference: (B)(4).the reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation did not reveal any problems. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. The device has been in service for over five years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the camera head was having flickering issues. No case was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.